Manufacturer narrative:
Expiration date (update the entry to n/a). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking blood at the luer connector. This issue was further described as, ¿blood leaking at the hub of the catheter extension set despite trying to tighten¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.